Event description:
It was reported that when the device is powered on, the display is blank. This could prohibit a user from pressing the correct button to deliver defibrillation therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the failure to be the lcd display; however, further component cause could not be determined. A replacement device was provided to the customer.